Event description:
Caller reported there is a dark spot on the display of the pump. Caller reported the issue has occurred during several months. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).